Event description:
The customer reported knife blade would not advance during the first attempt. A second device was used to complete the procedure. There was no patient injury. Initial inspection noted that the webbing was protruding from the jaw end of the device.

Manufacturer narrative:
(B)(4). The knife is trapped and contained within the jaws. This can occur when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. The knife was still within the jaws, but the webbing was broken and protruding from the hinge area. The webbing may have broken if force was applied to the trigger after the knife contacted the seal plate. Reports of the knife hitting the back of the seal plate continue to be investigated. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.